Event description:
A customer contacted baxter's technical service center to report having a system error 2240 alarm with the homechoice (hc) machine during dwell. The home patient (hp) was not using the machine as the alarm occurred the previous night. The technical service representative (tsr) advised the hp to close the clamps she did not use and to call back if the alarm recurs. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Product surveillance contacted the home patient on (B)(6) 2012 in regards to a system error 2240 alarm and she was not aware of the patient having had that alarm. She said the patient has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) is confirmed because the patient reported having a clamp open on an unused supply line during therapy, which is use error that can cause system error 2240 alarms. A labeling review found the labeling to be adequate for the use/user error identified in this incident. This issue is being investigated through CAPA.